Event description:
N/a

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the caused of the reported device embolization could not be determined. The reported patient effects of heart failure could not be determined. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm amplatzer septal occluder was implanted with no reported implant complications. The defect measured 17mm. The sizing was determined using a 34mm amplatzer sizing balloon. Tug test was performed and deemed successful. On (B)(6) 2025, the patient was discharged home in stable condition. On (B)(6) 2025, cardiac decompensation was observed and transthoracic echocardiogram (tte) showed that the occluder had embolized into the aorta by the aortic arch. The cause of the embolization is unknown; no new structural changes were observed in the patient's heart. The patient was referred to cardiac center for further evaluation. No treatment has been provided/planned. The patient was reported to be hospitalized in stable condition.